Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Manufacturer narrative:
Update: (B)(4) 2012 - plaintiff fact sheet received providing part and lot numbers. Additional information: brand name/device product code; part and lot #s; manufacturing date; 510k #. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: in (B)(6) 2008, pt was implanted with a depuy asr hip on his left side. Following his surgery, pt suffered from discomfort and pain in his hip, as well as a popping sensation. Two yrs after his hip implant, tests showed that there was a marked increase in cobalt and chromium levels in his blood. Pt will undergo revision surgery in the month of (B)(6) 2011.